Event description:
It was reported that a patient's vns "failed years ago." It is unknown what failure occurred. A battery life calculation was performed, which resulted in 0 years remaining battery life. Attempts for further information have been performed, but no relevant information has been received to date.

Event description:
The physician meant that the vns battery had depleted when he said that the vns "failed years ago." The patient did not believe that the vns was efficacious. The patient's physician believed that the patient received efficacy from vns, but they did not replace based on the patient's request. Diagnostic history showed normal results.